Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing no phacoemulsification power after successful prime of the phaco handpiece. It was also noted that the handpiece was "burning." An alternate handpiece was used to initiate the procedure.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, the handpiece returned for evaluation. The handpiece was manufactured on may 16, 2017. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was received for evaluation. A visual assessment of the returned sample found no visual nonconformity. The handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece not meeting specifications. The handpiece was disassembled and moisture ingress was observed on the crystal stack as well as a chip observed on the crystal. Based on the information obtained, the root cause of the reported event(s) cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).